Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that both l4 screws and one l5 screw were loose. Patient underwent a revision to replace the loose/migrated screws. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.